Manufacturer narrative:
Product analysis: the closurefast device was returned for evaluation. Visual inspection revealed three kinks on the heating element/coil at 5.5cm, 6.5cm, and 7 cm from the catheter distal tip. The fep is damaged at 0.8 cm and burned from 5.5 to 7.5 cm. The coil has become exposed. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a closurefast catheter during patient treatment on both gsv. It is reported during the procedure a kink was noted on the coil of the catheter. The device was inserted into the patient. The coil was not exposed. A new catheter was used to complete the procedure. No patient involvement reported.